Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. The device manufacturing and inspection records were analyzed for the device. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent surgery with a paragon 28 silverback gorilla lateral ttc plate on (B)(6) 2020. Post-operatively the plate was found broken, and the patient was reported to have stepped into a hole during recovery. As of the reporting date, the patient's ankle is over 50% fused based on CT scans. There is no loosening of screws in the talus and calcaneous. There is no revision surgery planned for this time.